Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a spinning spiros¿ where the customer reported that the patient attended the day unit as his pump had been leaking over night. The customer said that on inspection the chemotherapy pump, that it wasn't connected to his peripherally inserted central catheter (PICC) line and had been leaking out chemotherapy. There was patient involvement and unknown patient harm.